Event description:
The customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer discontinued use of the pump and reverted to an alternate method of insulin therapy.